Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged shipment of replacement pump. Customer planned to use multiple daily injections as backup therapy.